Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was coming off. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found the dso sensor was non-functional. The dso seal and sensor were both replaced.

Event description:
It was reported that the pump did not recognize the cassette. There was unknown patient involvement. No patient harm/adverse event was reported.